Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of a harmonic ace instrument broke. The fractured part was completely removed during the same procedure, and no fragment remained in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all the fragments were retrieved through the assistant port and was confirmed using the camera. There was no additional surgical procedure required to remove the fragment. No post-operative tests were performed and the piece was confirmed to be removed by using the endoscope. The surgeon believes the break was caused by a product quality problem. The instrument was inspected prior to use with no damage noted. The instrument broke 5 minutes after use. There was no issue with the instrument functionality. There was no instrument collision. The instrument was not removed prior to breakage and there was no damage or resistance to the cannula when removing the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.43" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades). This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the head of a harmonic ace instrument broke and fell inside the patient. The fragment was retrieved in the same procedure.